Event description:
The ICD involved in this MDR was implanted on (B)(6) 2008 with a true bipolar ventricular lead. Episodes of ventricular oversensing were recorded with v sensitivity = 0.4 mv. No inappropriate therapy was delivered. Myopotentials or emi sensing is suspected by the reporter. Noise sensing could not be reproduced using provocative tests.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.